Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was unconscious and was subsequently hospitalized in the high-dependency unit (hdu) on (B)(6) 2025 with a blood glucose (bg) level of 666-744 mg/dl a high ketone level identified as dangerous by healthcare provider. System check confirmed that the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. The customer was informed that novolog insulin is indicated for use with tandem supplies for 3 days. Customer administered a correction bolus via the pump to address the bg and was treated intravenously with fluids of insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer changed pumped supplies to resolve the issue and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.